Event description:
It was reported through a research article identifying abbott xience v and promus everolimus eluting coronary stent systems that may be related to a clinical event of angina, myocardial infarction, revascularization, in-stent restenosis and stent fracture, stent separation and longitudinal deformation of the stent. Specific patient information is documented as unknown. Details are listed in the article, titled: mechanical complications of everolimus-eluting stents associated with adverse events: an intravascular ultrasound study. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event is estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction, and restenosis are known observed and potential patient effect as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Based on the information reviewed, there is no indication of a product deficiency. Article: mechanical complications of everolimus-eluting stents associated with adverse events: an intravascular ultrasound study. The promus referenced is being filed under a separate manufacturing report number.